Manufacturer narrative:
Date of event is between (B)(6) 2017. Initial reporter's telephone (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A hospital reported a cataract patient presented with endophthalmitis after having procedure. A brief description from the hospital indicated that after a cataract phaco procedure, the surgeon observed a metal like debris in the patient¿s operative eye. At the time of the debris noted, the surgery did not report any patient consequences as a result of the foreign material. No additional information was provided. This is 1 of 2 reports.

Manufacturer narrative:
In follow-up #1 the lot number was provided however the UDI number was inadvertently not entered. (B)(4). In follow-up #1 the device manufacture date provided was 01/14/2016 however the correct date is 12/29/15. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Unopened needle pouches from the same lot were returned to integer for evaluation. These needle pouches were then opened and evaluated at integer. There were no obstructions found in the i.d of the returned unopened needle pouches or any indications of where any metal particulate would have come from. As a result of this investigation, no further action will be conducted by integer. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: lot number was provided and is entered in this follow up report. Additional info: expiration date was provided and is entered in this follow up report. Additional info: manufacturer date was provided and is entered in this follow up report. All pertinent information available to abbott medical optics has been submitted.